Manufacturer narrative:
Allergan is unable to confirm with the healthcare professional, therefore additional event, product, or patient details are not attainable. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported they were injected with unspecified juvederm® in right cheek and under both eyes. Approximately one month later, patient developed pain, dent in cheek, and infection. Approximately three months later, patient received pfizer covid-19 vaccine. Patient was treated with bactrim® and advil®. Symptoms ongoing.